Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain it was reported that sometime in 2017, the ins was not working; it started causing more pain to the patient when it was turned on. The patient's pain was in their left leg and they were in pain all the time. They requested to have someone adjust the ins. No known falls occurred around the time the issue began. The caller did state that the patient was (B)(6) and not very technical. It was noted the ins had been adjusted before and it seemed like it was working. It was confirmed that the prior adjustments were routine follow up adjustments. The caller also commented that the patient was talking about having the ins removed. They were redirected to the doctor to request a manufacturer representative (rep) be scheduled to meet with the patient. They stated they have tried contacting the doctor to schedule an appointment and they were waiting to hear back from the doctor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from a consumer. They reported that the patient will be having their ins replaced but they were not sure what date that was scheduled to occur. No further complications were reported.